Event description:
Hcp reports the pt presented with signs of an infection including redness, swelling, and purulent drainage. The pt had been having "recurrent infections at lead insertion site, extension." The pt was treated with oral antibiotics and a device explant. It was then returned to the manufacturer for analysis. It was also reported an MRI was performed - unk area, date, or results. The pt was referred for follow up to a neurologist and to infectious disease. A follow up report will be sent when additonal info is obtained.